Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 23-oct-2023. H.6. Investigation summary: material #: 367814. Lot/batch #: 2291390. Bd received 1 sample and 1 photo for investigation. The customer sample and photo were reviewed and the indicated failure mode for cocked stopper was observed. Additionally, 30 retention samples from bd inventory, were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was a stopper creep out or loose enclosures. The following information was provided by the initial reporter: stage: after opening the package. Defect: abnormal assembly of blood collection tube cap and rubber stopper. Quantity: 1 piece.

Manufacturer narrative:
E.1 initial reporter facility name:(B)(6). H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cocked stopper was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was a stopper creep out or loose enclosures. The following information was provided by the initial reporter: stage: after opening the package defect: abnormal assembly of blood collection tube cap and rubber stopper quantity: 1 piece.